Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crack valve and wear abrasion. Leak test and microscopic analysis was performed which identified, crack valve. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional additionally, reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.